Manufacturer narrative:
Index procedure. Lesion #1-1: the target lesion was reported to be the proximal lad. The lesion was reported to be: native coronary, de novo, vessel diameter of 3.0mm, 16mm in length, not a bifurcation/ostial or total occlusion, absent of thrombus, irregular, a readily accessible proximal segment, eccentric, a 70% stenosis, little or no calcium, and type b2. The lesion was pre-dilated with a 2.5 x 12mm balloon at 8 atm. A cypher select plus stent (stent #1) was implanted at 14 atm. The result was reported to be sub-optimal. The stent was not post-dilated. Lesion #1-2: the target lesion was the 2nd diagonal. The lesion was reported to be: restenotic after balloon angioplasty, vessel diameter of 2.75mm, 8mm in length, a bifurcation lesion requiring a double-guidewire technique, not ostial or a total occlusion, irregular, a readily accessible proximal segment, eccentric, little or no calcium, absent of thrombus, not angulated, eccentric, and type b2. The lesion was pre-dilated with a 2.5 x 12mm balloon at 8 atm. A cypher select plus 2.75 x 8mm stent was implanted at 14 atm. A satisfactory result was obtained. The stent was post-dilated at 10 atm with a 2.5 x 12mm balloon due to the lesion being a bifurcation lesion. Staged procedure. A planned staged procedure was done eighteen (18) days after the index procedure. The lesion treated was the right coronary artery (rca). The lesion was treated by implantation of two (2) unknown bare metal stents (bms). The report indicated that there was no in stent restenosis (irs) of the previously implanted cypher stents and the flow of the diagonal branch (lesion #1-2) was timi 3. A follow-up phone contact with the pt at the one-month period indicated that the pt was asymptomatic. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR report # 9616099-2007-01404 and 9616099-2007-01405.

Event description:
The report received from the e-select registry indicated that the pt was found to have two-vessel coronary disease and two (2) lesions were treated during the index procedure. A staged procedure was planned due to contrast load. The indication for the procedure was unstable angina and an exercise stress test (bicycle or treadmill). A cypher select plus 3.0 x 18mm stent (stent #1) was implanted electively in the proximal left anterior descending (lad) coronary artery (lesion #1-1) at 14 atm. After implantation, a type b dissection (adverse event/ae #1) was found distal to the stent and just before the bifurcation of the mid lad and second (2nd) diagonal branch. The ae was reported to be unrelated to the study device and has a highly probable relationship to the procedure. The event was not a serious ae (sae). The event outcome was reported to be complete and was resolved without sequel. An additional cypher select plus 2.75 x 8mm stent (stent #2) was implanted at 14 atm to cover/treat the dissection and at the same time treat the second lesion mentioned in the mid lad/2nd diagonal branch (lesion #1-2). Kissing balloon technique (kbt) was used and the flow was reported to be timi 2 after the procedure. An additional adverse event (ae#2) of a non-q wave myocardial infarction (mi) and elevated troponin t of greater than five (5) times the upper limits of normal (uln) was reported after the procedure. The location of the mi was lateral so no additional angiography or intervention was done. The event severity was reported to be mild. The ae was reported to be unrelated to the study device and has a highly probable relationship to the procedure. The event outcome was reported to be complete and resolved without sequel. The pt was discharged three days after the index procedure.